Event description:
It was reported that the needle mechanism fired as expected and the cannula inserted into the skin, however the needle did not retract indicating a needle mechanism failure. There was no impact to the patient's blood glucose. A new pod was successfully placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.